Manufacturer narrative:
(B)(4). The customer did not retain the model or lot number which determines the date of manufacture and the 510k. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported that the evacuation drainage port was getting clogged on the endotracheal tube. The patient had a large amount of oral secretions around the endotracheal tube. The line was cleared by switching from low to high suction pressure. No harm reported.